Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone12.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was worn less than an hour. As treatment, a new pod was placed.

Manufacturer narrative:
No damages or manufacturing defects were observed that would contribute to the reported needle mechanism failure. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 55 pulses and was subsequently deactivated after the completion of the second priming sequence. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle mechanism failure could not be determined. The soft cannula was observed to be stretched. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be stretched. The cannula was measured to be 1.158 inches from the nail head. The timing and cause of the observed cannula damage could not be determined.